Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had been lethargic. As treatment, the patient administered 2 corrections and applied a new pod. Once at the hospital the patient was diagnosed with dka as well as elevated enzymes and high blood pressure. The patient had blood work administered and her heart was being monitored. The patient was treated with intravenous fluids. The patient was discharged from the hospital after 5 hours.